Event description:
An impella cp device was inserted via the left femoral artery in a 70-year-old male patient who presented with right coronary artery st-segment elevation myocardial infarction (stemi) complicated by cardiogenic shock, with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage e shock. The patient underwent placement of three drug-eluting stents (des) to the right coronary artery. Despite revascularization, the patient decompensated overnight and required dobutamine, norepinephrine, and vasopressin support, with a reported peak lactate of 13.3 mmol/l. Echocardiography identified a ventricular septal defect (vsd), and the patient was taken to the catheterization laboratory for impella cp placement. Cardiothoracic surgery recommended extracorporeal membrane oxygenation (ECMO) support. During attempted ECMO cannulation, a right femoral artery dissection occurred, requiring open surgical repair. ECMO was subsequently cannulated via the right femoral arterial and left femoral venous access sites. The impella cp was placed via the left femoral artery. The following afternoon, bilateral distal reperfusion catheters were placed. On the subsequent day, the patient was noted to have dusky bilateral lower extremities, with the right side worse than the left. The patient had a prior history of left below-knee amputation (bka). Vascular surgery was consulted and placed a 4 french infusion catheter terminating in the left mid-thigh with tissue plasminogen activator (tpa) therapy. Care was subsequently withdrawn, and the patient expired. The death is conservatively being reported; however, it is more likely attributable to the patient's underlying critical condition, including acute myocardial infarction, scai stage e cardiogenic shock, severe circulatory failure requiring multiple vasoactive medications, ventricular septal defect, and the need for combined impella cp and ECMO support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.